Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that there was an inaccuracy of 3mm. The site used tracer registration, and the inaccuracy was isolated to the biopsy needle. The site used an optical reference frame. The site discovered the inaccuracy during post op CT scan. The procedure was completed without and complications, reaching the target with the biopsy needle and taking samples. It was later, with the arrival of the biopsy result, which was inconclusive, that when performing a post operative MRI it was discovered that the biopsy was not performed at the target. In the postoperative images it was seen that the needle was not able to penetrate the lesion, it only moved it. The patient will need to re-intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was suggested that the tissue around the lesion could have been thicker, like rubber, due to an old malignant cerebral infarction that the patient had, which was in the trajectory to get to the target.